Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6)2025. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include lethargic, weak and fainting. The patient was treated with unspecific food, medicine and vein medicine. It was also reported that the patient had dialysis while hospitalized and mentioned that the hypoglycemia may have occurred as a result of the patient getting over a cold and not eating their typical diet, therefore, the amount of insulin taken was too much. The patient was released the following day (B)(6)2025. The patient removed the pod prior to hospitalization.